Event description:
It was further reported that the tip of the 300cm pt graphix¿ guide wire sheared off after the device failed to cross the calcified lesion. As the physician removed the device, the sheared tip was hanging on a very thin thread of the wire and fell off outside the patient's body. The procedure was completed with a non-bsc guide wire.

Event description:
It was reported that guidewire tip detachment occurred. A 300cm pt graphix¿ guidewire was used however the tip of the wire sheared off. The physician was able to recapture the wire. No patient complications were reported and the patient was okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal end damage. The device has the distal tip detached and bent in this section exposing the corewire tip, also it has the wire kinked in the middle of the device. Also the corewire is kinked and bent. The device was inspected according to procedure. Overall length was measured and it was found within specification. Outer diameter (od) of distal tip is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).